Manufacturer narrative:
Correction: b5 - description updated. The complained device was confirmed to be a non-aag product. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered / deemed not reportable for the following reason: no serious public health threat / falsified device no serious adverse event.

Event description:
Update: it was confirmed that there was not an issue with the de'bakey forceps, but rather the non-aag retractor.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fc289r - valve xs de'bakey fcps str.wide 230/370. According to the complaint description, the middle bead broke and the fixator fell off; and then the left atrial retractor could not be fastened. Another device was immediately available and the procedure was successfully completed. This occurred during video-assisted thoracoscopic surgery (vat) mitral valvuloplasty, left atrial appendage suture and radiofrequency ablation for atrial fibrillation. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).